Event description:
Or staff opened the pak for surgical procedure. While doing the counts, it was noticed that there was an extra x-ray sponge in the pack. The count was repeated and the x-ray sponge was removed from the room and thrown away. At the end of the case the counts were correct.